Event description:
It was reported that the atrial lead had a polarity switch and had decreased impedance. The lead was capped and was replaced with a new lead. No patient complications have been reported as a result of this event

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned and analyzed. Analysis was performed and no anomalies were found. There were no anomalies observed regarding the returned lead 3 cm proximal segment. The full lead was not returned.

Event description:
It was additionally reported that the lead was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.